Event description:
It was reported that while performing the occlusion test, motor will not run occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed. Visible contamination by the "l" bracket pole clamp. Case bottom was cracked by l-bracket and was cracked by right plunger case. Motor not running found in event history log. Motor not running error was duplicated during 300 milliliter/hour (ml/h) during occlusion test. The root cause of the reported issue was found to be normal wear of the main board. Opti motor sensor (u29) did not work as intended. Main board had low profile and black super cap. Replaced main printed circuit board. Power up , recalibrate and performed all the functional test according to technical service manual. Unique identifier is unknown. No information has been provided to date.